Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure. Name of the index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient experience an infection? If yes, were cultures performed? Results? Was there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status?

Event description:
It was reported that the patient underwent surgery of fibroid on (B)(6) 2020 and suture was used. On (B)(6) 2020, the patient experienced erythema, and pain on the incision. The doctor gave the patient anti-infection treatment. Then the patient's condition changed better. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/15/2020. Additional h6. Health effect - clinical code: e1906. Additional information was requested, and the following was obtained: name of the index surgical procedure: treatment of uterine fibroids the diagnosis and indication for the index surgical procedure? Uterine fibroids did the patient experience an infection?yes. The following information was requested, but unavailable: the patient demographic info: gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? If yes, were cultures performed? Results? Was there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.